Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device became stuck and required intervention. The target lesion was approximately 50% to 70% stenosed. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. When the catheter was advanced into the target blood vessel through the guiding catheter, and the handle outside the patient was manipulated during pullback for scanning, the external portion of the catheter suddenly bent and deformed. The inner core fractured and became stuck, preventing the catheter from rotating or moving forward and backward. As a result, the ultrasound image frames were invalid, and the intracavitary examination could not be completed. The procedure was completed using another of the same device. There patient was stable with no complications reported.